Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob was rotating continuously and was not able to tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25146301 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. Signs of clinical use and no evidence of blood was observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was able to be secured in position when the knob was turned clockwise. The knob tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob was rotating continuously and was not able to tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
D8 correction: changed to "no" internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob was rotating continuously and was not able to tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.